Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Patient had previous rev for instability on (B)(6). He has parkinson's and has continued to fall as well as dislocate. A new cup with constrained liner was implanted. (B)(4) revision took place on (B)(6), reported it was mainly due to instability and dislocation. Revision took place with dr. (B)(6).

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had previous rev for instability on (B)(6). He has parkinson's and has continued to fall as well as dislocate. A new cup with constrained liner was implanted. On (B)(6) revision took place on (B)(6), reported it was mainly due to instability and dislocation. Revision took place with dr. (B)(6).